Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A patient underwent laparoscopic colon resection surgery on (B) (6) 2010. End to end anastomosis was made with the car. Anastomotic leakage was indicated.